Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) and subsequently received troubleshooting that included a factory reset, full setup with new infusion set and cartridge, cgm application, device pairing, and education to avoid manual insulin injections while connected to the ilet; the user had been administering subcutaneous insulin by pen while still on therapy and the hcp had increased the user¿s glp-1 dose. Investigation of this case revealed improper concurrent insulin administration by pen while on the ilet and no device malfunction identified during setup and operation. No clinical symptoms reported by the during the that could be associated with elevated blood glucose. Outcomes included the need for troubleshooting and user education. Investigation included technical support review, device setup guidance, and user coaching. It was concluded that, based on previously established findings for similar reports, the user technique contributed to the hyperglycemia, with no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.